Event description:
Senseonics was made aware of an incident where user reported experiencing low and inaccurate glucose readings for two days, along with redness, soreness, and pus at the insertion site. The sensor was removed by physician due to infection. No RMA has been issued at this time.

Manufacturer narrative:
The user reported experiencing inaccurate sensor readings, including low glucose values, over a two-day period. The user also reported redness, soreness, and presence of pus at the insertion site. The sensor was removed by dr. (B)(6), who confirmed infection at the insertion site. No RMA has been issued at this time.

Manufacturer narrative:
The user reported significant discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Initial troubleshooting confirmed proper calibration and reviewed general education on lag and alert functionality, but the problem persisted. The user also reported (MFR # 3009862700-2025-01525) soreness and itchiness at the insertion site. The case was escalated. Support recommended re-linking the sensor and monitoring for three days post-relink, but the user refused to troubleshoot further, stating they would wait to consult their hcp. Later updates revealed that the user developed an infection at the insertion site, requiring urgent care and antibiotics. The sensor was removed by the hcp, and the user expressed willingness to proceed with a replacement sensor. The case was closed after confirming the removal and initiating steps for a replacement. B4. Date of this report 03 dec 2025. G3. Date received by the manufacturer? 03 dec 2025. H6. Health effect - impact code updated to 2199. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4310.